Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 the patient presented with preoperative diagnosis of stenosis. The patient underwent lumbar epidural steroid injection under fluoroscopic guidance. (B)(6) 2011 the patient presented with preoperative diagnosis: l3-l4, l4-l5, l5-s1 degenerative disk disease. Spinal stenosis l3-l4 and l4-l5. The patient underwent following procedure: l3-l4, l4-l5, l5-s1, three level anterior discectomy. L3-l4, l4-l5, l5-s1 anterior fusion with intervertebral cage and bone morphogenic protein and formagraft. L3-l4, l4-l5, l5-s1 anterior plate and screw segment fixation. L3-l4, l4-l5 posterior decompression. Operating microscope and fluoroscopy utilized. Per-op notes: at l4-5, a 12m tall x 12 degree lordotic cage was placed. The cage was filled with bmp and formagraft and again, plate was applied with screws anchoring the implant to the vertebral bodies. At l3-4 a discectomy was performed. The cage was implanted with bmp and formagraft. (B)(6) 2011 the patient presented with following preoperative diagnosis: left leg radiculitis, status post anterior fusion, posterior decompression. Left l3-l4, l4-l5 intraforaminal herniated disk, foraminal stenosis. The patient underwent following procedure. Redo left l3-l4, l4-l5, foraminal decompression. Redo left l3-4, redo left l4-5 microdiskectomy.